Manufacturer narrative:
The actual b. Braun carex device involved in the incident was returned to the MFR to be evaluated. B. Braun carex has identified the break in the seam, occurred during the beginning of production due to the temperature of the welding did not correct.